Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 20 atms on the third inflation. (The number of atms reached on the first two inflations is unk). The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad. A 6f medikit introducer sheath, a bmw guide wire, and a 6f brite tip guide catheter were also used in the procedure. No pt injuries or complications were reported.